Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR #1225714-2014-04025.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2011 after the use of the product.